Manufacturer narrative:
Unique identifier (UDI)#: na. Taper ii. The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual inspection may determine the connector type associated with this report.

Event description:
Physician reported: loss of restriction with an observation from the surgeon that the tubing has gone brittle.